Manufacturer narrative:
Section a2: corrected data. Section a4, d4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombus cannot be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided, and will be requested. Approximate age of device ¿ 4 days (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an echocardiogram showed atrioventricular (av) thrombus on noncoronary cusp (non-cns) on aortic side on (B)(6) 2017. The patient was monitored with a serial echocardiogram (echo) for size and resolution vigilance with anticoagulation. Av thrombus found on echo and monitored. Thrombus found to be stable (B)(6) 2017 and anticoagulation therapy was resumed. Echo on (B)(6) 2017 showed still present but size had reduced.